Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had two holes at the corners of two folds in the distal end of the cylinder. The cylinder did not pass the leakage testing due to two leaks at the corners of two folds in the distal end of the cylinder. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole at corner of a fold in the middle of the cylinder. The second cylinder passed the leakage test. The momentary squeeze (ms) pump was microscopically inspected, and contamination was found within the momentary squeezed pump. The ms pump kink resistant tubing were worn to the filament. The ms pump passed leak test. The ms pump was not functionally tested. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as expected due to fluid loss in the device. The ipp was explanted and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as expected due to fluid loss in the device. The ipp was explanted and replaced. There were no patient complications.